Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit leaks helium when the device is turned off.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit leaks helium when the device is turned off. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5,b6,b7,d10,e2,h6(clinical & impact).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and performed helium leak test 999 went to 951 within 5 minutes. To fix the issue, the fse replaced the helium regulator and o-ring , and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.